Event description:
It was reported that at a clinic check the device battery voltage was close to elective replacement indicator (eri) and it had been 3.5 years since implant. It was questioned why the device had a short lifetime. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and showed the battery indicator signified that the time is approaching for device replacement. The device is not yet at elective replacement indicator (eri).